Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post breast tissue marker placement under stereotactic guidance, the marker applicator tip was noted to have detached. There was no reported patient injury.

Manufacturer narrative:
After further review of the additional information received and the product returned details, the information indicates a failure to separate. It was reported that post breast tissue marker placement under stereotactic guidance, two marker applicators deployed part of the marker after removal from the probe, which resulted in the device failing to separate, not detachment of the device. There was no reported patient injury. After receipt of this information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Event description:
It was reported that post breast tissue marker placement under stereotactic guidance, two marker applicators deployed part of the marker after removal from the probe. There was no reported patient injury.